Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported patient outcome could not be conclusively determined. It was reported that the patient expired due to heart failure on (B)(6) 2019. Multiple requests for additional information, including pump return requests, were sent to the customer; however, no response has been received at this time. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2018 due to heart failure. No further information was provided.